Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the first device was used for a significant portion of the procedure and working fine. The surgeon went to take a bite and may have fired across a staple line. The blade advanced but the jaws would not open right away. Eventually the jaws of the device were opened. They cut the cord of the enseal and then removed the jaws from tissue. Another device of the same product code and lot number was pulled and fired two or three times when the device jammed with the jaws closed. Eventually the jaws were opened. The second device was unlocked from tissue as well. No additional device was needed to complete the procedure, as the case was converted to open as originally planned. The conversion to open was planned for the procedure and was not a result of issues with the devices. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the jaw stuck closed with tissue and staples between the jaws. In addition, the cable was received cut off. The cable cut off was not related to the complaint. The device was forcibly open to clean the device. Once the tissue was removed, it was noted that the upper jaw was slightly bent. However, the damage was not significant enough to prevent the device from cycling. No functional test could be performed due to the device cable cut off condition. A probable damage to the jaw could be cause when the device was fired over staples. Care should be taken not to close the jaw over staples or any other material than tissue, for further information on device use can be found on the IFU. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.